Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having issues with charging the ipg. The patient underwent a procedure wherein the ipg was explanted and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.